Event description:
Tip of needle broke off into pt on the fifth pass of the needle. Surgeon tried unsuccessfully to retrieve it using an mdu and shaver blade. He passed the last suture using our arthropierce. Surgeon thinks the broken tip remains in pt; approx 1-1/2mm piece left that broke free from the needle. At the time, the surgeon thought it would do more harm and damage to try and locate the piece. He wasn't even 100% positive that it was in the pt. At this time there is no plans for an x-ray or any further action.

Manufacturer narrative:
The device has not been returned for eval. (B) (4).